Event description:
The pt was implanted with a synchromed pump and catheter for intrathecal infusion of medication for non-malignant pain. The pt felt increased pain and on the last two refills, the pump was noted to be full of medication. A rotor test showed the pump motor was working. The catheter was found to be intact.